Event description:
Information received by medtronic indicated that the insulin pump had a cracked at reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring, black. On (B)(6) 2021 the customer reported a crack on the reservoir compartment. Insulin pump received with a reservoir stuck inside the reservoir compartment. Unable to perform displacement test due to the stuck reservoir. Unable to lock a test p-cap and reservoir into the reservoir compartment due to stuck reservoir. The following were noted during visual inspection: reservoir stuck inside the reservoir compartment, keypad overlay scratched, scratched case. In summary, the customer¿s report of a crack on the reservoir compartment is actually a reservoir that looks as though it was glued inside the reservoir compartment as confirmed during visual inspection. (B)(4). The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.